Event description:
Complainant alleged that while attempting to treat a teenage female pt, the device was unable to obtain an ECG signal. Complainant indicated that the device was able to obtain an ECG signal prior to the echo procedure. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated) or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. During f/u communication with the customer, they stated that the ultrasound gel may have interfered with the electrode to pt conduction. However, we cannot firmly determine this to be root cause. The event electrodes were not returned for eval as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.